Manufacturer narrative:
(B)(4). Device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. All processes were executed according to the standard operating methods. The sample was not received in the original lma packaging and the device was used. The check valve was observed to be slightly yellowish. There were multiple failure locations identified (connector, connector plug and airway tube) . The 4cm connector tubing was still inserted into the airway tube ring. The joining components were in a loose fit condition with a movable width of approximately 1mm and the connector was intact. A visual and functional simulation was performed on a retained sample and there was no similar failure observed. The retained sample was held and pulled 10 cycles and there was no observation of a loose or detached joint between connector and connector plug or airway tube and connector tubing. The retained sample remained intact and sturdy before and after the pull test. The reported defect was confirmed through visual and functional testing. It is suspected the defective sample may have been exposed to undesirable storage condition or handling. Customer is reminded once the pouch is unpacked the device should be used immediately. Lma single use products should not be exposed to heat or direct lighting otherwise it will have an adverse impact to the sturdiness of the device.

Event description:
The event is reported as: the customer alleges the device was observed to be damaged from the tube joint. There was no patient involvement.

Event description:
The event is reported as: the customer alleges the device was observed to be damaged from the tube joint. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.